Event description:
It was reported that the patient has been experiencing problems with this inflatable penile prosthesis. He stated that the bulb feels too hard, and he feels something that feels similar to a grain of rice near the tubing. A patient services representative referred the patient to his physician. No further information was provided.